Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion. When a 7.0 x 120 mm absolute pro self-expanding stent (ses) was deploying 1/3 of the way, resistance was felt when turning the thumbwheel of the ses. After turning the thumbwheel harder, the stent was ultimately deployed in the target lesion and a stent fracture was noted. An unspecified omnilink stent was used to cover the fractured stent. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Cine images were provided and reviewed by an abbott vascular clinical specialist. The review is as follows: the image provided for review does show what appears to be a stent fracture, located in the distal section of the stent. Resistance was noted during the delivery with the physician applied increased force and effort to deploy the balance of the stent. Per the instructions for use (IFU) the following precaution is listed: should unusual resistance be felt during initial rotation of the thumbwheel, prior to the stent starting to deploy, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. Failure to follow these instructions could result in failure to deploy, difficulties with deployment and partial stent deployment or deployment in an unintended location. It appears that the physician failed to follow the above IFU precaution, which may have led to the subsequent fracture. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.